Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller was instructed to plug the wall adapter into a working outlet for at least 30 minutes, which successfully resolved the issue, as the pump began charging. No further assistance was required.